Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The technician turned on the heater-cooler system and it ran as expected. The technician decided to complete the cleaning procedure and try to reproduce the reported error. The cleaning procedure was completed and all connections were checked and the error could not be reproduced. As the issue could not be reproduced or confirmed, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during maintenance. There was no patient involvement.